Event description:
Having severe chills and malaise after treatments. Headache, buzzing in ears, loss of appetite, dizziness. Receiving - humate p - at home 2x weekly - was informed of recall of sodium chloride syringes from medwatch. Through (B)(4). Checked supply and found some syringes on recall list.